Event description:
A customer contacted a baxter technical service rep (tsr) regarding a nurse wanting a machine replaced. Rn stated the machine is not calibrated correctly. The machine was run on a dummy tummy and the hc is overfilling the dummy tummy by 50ml during fills, causing hc to run out of solution by the end of therapy. Tsr arranged a swap.

Manufacturer narrative:
An attempt to get add'l info will be made, if add'l info becomes available, it will be communicated in a follow-up medwatch.